Event description:
Proxy biomedical was notified on the 18 september 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the 17 september 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered serious injury including incontinence, infections, pelvic pain, dyspareunia and disfigurement. The date of implant of the mesh is (B)(6) 2008. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6) hospital, (B)(6). The physician who treated the patient is dr. (B)(6). The implant involved in this complaint is a polyform synthetic mesh - lot number is c000435 - expiry date 31-aug-2009, manufacturing date 30-apr-2006.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).